Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of 140 ohms. The shock impedance alert was increased. Additionally, the rv lead was in the right atrial (ra) port of the device. No adverse patient effects were reported. The lead remains in service.